Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of approximately 300 mg/dl and bg lowered to 25 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. The customer's husband provided juice and soda to treat bg level. Additionally, candy was consumed to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.